Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a (B)(6) female patient, the device did not display an ECG signal and was unable to capture the patient's heart rhythm. Complainant indicated that there was no adverse effects to the patient due to the reported malfunction. The patient converted on her own.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative went onsite to troubleshoot. The zoll representative determined that the ECG leads were not attached to the patient. By design, the device will not pace in demand mode without seeing an ECG signal through leads. The clinical data was not available for review as part of the investigation. This report has been attributed to improper use of the device by the end user.